Event description:
Bone marrow transplant unit with pre-existing legionella issue in the healthcare facility's water system installed nephros point-of-use water filters on the sink faucet and in the shower stall in patient's room in (B)(6) 2012. Patient's had undergone transplant surgery (B)(6) 2013 and later died on (B)(6) 2013 of multiple causes, one of which included legionella infection. The legionella strain was sero-typed by the cdc and was matched to the same strain previously identified in the hospital's water supply. At the time of the event, no filtered water samples were taken from the point-of use filters. Also, the filters that were in use at the time of the event were discarded and never returned to the MFR for examination.